Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was around 40 mg/dl. The customer treated their low blood glucose by suspending the insulin pump and treating with food. The customer's blood glucose was reported as 130 mg/dl and kept the insulin pump suspended. It also stated that customer declined troubleshoot the pump. The insulin pump will not be returned for analysis.